Event description:
It was reported that: "balt optiblock 4x20 was advanced in to the arterial side of the ccf branch off the ica. The first coil was a 5x17 ob was placed without issue. The 4x20 wasn't setting up inside the artery like the doctor wanted. He complained the about coil not forming. Clearly we were now in a section of the artery that was to small for the 4mm coil. The coil was advanced and retracted multiple times and then prematurely detached when the coil was being pulled out to change to a smaller coil. The coil was removed without issue from the vessel/ica with a 6x40 solitaire stent retriever. No coil was left behind. I do have the packaging if needed. Other pieces were thrown away." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #: (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230100643 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.